Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented in clinic with elevated lactate dehydrogenase (ldh). On (B)(6) 2018, it was reported that the patient did not have any other clinical issues other than elevated ldh. Additionally, on (B)(6) 2018, it was reported that the patient was no longer experiencing elevated ldh. It was determined that the patient's elevated ldh was due to hemolysis of an unknown origin. A ramp echocardiogram did not reveal any issues and the patient was administered intravenous integrillin to successfully decrease the patient's ldh before discharging them home. The patient was said to be stable with continued monitoring of ldh levels.

Manufacturer narrative:
Incorrect date of birth reported. Information was requested; however, no response was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported elevation in elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.